Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen was cracked, shattered and unresponsive. Additionally, it was reported that the usb cable was not charging the pump. Customer was able to charge the pump with a different usb cable. Customer's blood glucose was not impacted. The customer reported that an alternate method of insulin delivery was not available and declined follow up.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged usb cable issue could not be verified.